Event description:
It was reported that the patient experienced a inflatable penile prosthesis(ipp) pump replacement due to fluid loss with a connector crack. Another pump and reservoir were implanted to complete the procedure. A patient outcome was not reported. Additional information received that the patient got well.

Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was contaminated and therefore not functionally tested. One straight window quick connector (wqc) was returned. One end of the connector has a collet and kink resistant tubing (krt) inserted. The other end of the connector does not have krt inserted. It appears the tube was probably pulled out. The wqc and both collets are not cracked. Reviews of manufacturing documentation to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Model- reservoir 72404161; lot sn- (B)(4); mfg date- 05/23/2018; exp date- 05/22/2023.

Event description:
It was reported that the patient experienced a inflatable penile prosthesis(ipp) pump replacement due to fluid loss with a connector crack. Another pump and reservoir were implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.